Manufacturer narrative:
The pump was received with currents within specification. No unexpected battery out limit or low battery alarms noted. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The pump passed the rewind, basic occlusion, prime and displacement tests. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery and battery out limit. Customer's blood glucose at time of incident was unknown. Customer stated that he received low battery then put a new battery in and it give him battery out limit. Customer stated that she received multiples battery out limit and advised to put new battery. Customer stated the pump did not alarm battery out limit. Customer was advised that the pump will need to be replaced. Customer was advised to revert to backup plan and treat.